Event description:
While attempting to extract the left lower lobe on robotic case, the anchor tissue retrieval system broke (the bag broke). The surgeon used the robotic instruments to retrieve the piece of the bag remaining in the pt. Another bag was used.